Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose (bg) levels dropped to 30 mg/dl while wearing the pod. Symptoms reported include confusion, feeling shaky, and vision problems. The patient was treated with an IV (glucose bag), her bg's were checked every 20 minutes and she ate a, sandwich with juice. The patient was discharged 7 hours later.